Event description:
It was reported that the patient underwent a left l5-s1 hemilaminectomy with partial facetectomy and discectomy followed by posterior lumbar interbody fusion at l5-s1 using peek pr cages and bmp and insertion of bilateral l5-s1 percutaneous pedicle screws. Following the surgery the patient was taken to the recovery room in stable condition. The attorney additionally reports a patient injury sometime post-op(claims unverified in medical records).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.